Manufacturer narrative:
Evaluation summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found, however, visual summary analysis of the lead indicated apparent explant damage.